Event description:
Just set up our malem alarm and inserted batteries. The alarm got hot in minutes. Removed batteries and reinserted. Same thing. Replaced batteries. Let it sit on table and the alarm just got so hot that the back plastic battery door melted and the batteries leaked out from the back. Thankfully my son wasn't wearing it.